Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) received a shock and upon interrogation, a shorted lead condition and low impedance measurments were displayed. The device did interrogate normally. The device also displayed an elective replacement indicator (eri). No adverse patient effects were reported. A guidant technical services representative discussed replacing the device as there may be some kind of insulation break on the lead which could have damaged the device.